Event description:
Allegedly, a pt developed latex allergies after being hospitalized and after receiving repeated surgical and outpatient medical care from 1974 to 1997. Ssl america inc was notified of the alleged event through a process of litigation involving many companies. It is unclear that its device was used or caused any injury to the pt.